Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d342 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated for complaint category, pressure dome membrane leak. Service order, (B)(4), feedback: service was dispatched and the service technician found a small amount of blood in the area and the pressure domes were missing. The service technician removed the pump deck and cleaned the edge of the unit. He removed and cleaned under the collect pump head. The service technician cleaned in and around the centrifuge pressure sensor and he successfully performed the system checkout procedure. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that the system pressure dome "popped off" at 210 ml of whole blood processed. The treatment was aborted. The patient was reported to be in stable condition. The customer reported that there were no alarms during prime. The customer requested service to clean the instrument. Service order, (B)(4), was generated for this request. The kit was not returned for investigation.